Event description:
The wheel came off and the end user fell, fracturing her finger.

Manufacturer narrative:
End user fell and fractured a finger when the wheel came off the device. A half cast was applied to her hand and forearm. The end user states the wheel had been wobbly for months but she continued to use the device. The instruction manual clearly states that the wheels should roll and not wobble. The sample was returned and evaluated. The front caster assemblies separated from the insert. The bolt and insert threads are found to be stripped. Continued use of the rollator when the wheels wobbled would have put stress on the bolts, causing them to become stripped.